Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic. Upon review, the pacemaker exhibited noise that triggered automatic mode switch events. The noise was reproducible. Programming changes were made but noise was still present. The patient presented in clinic on (B)(6) 2019 and further programming changes were made. The patient reported no symptoms.